Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance, loss of capture, and episodes of noise reversion were observed. The patient was pacemaker dependent. The noise was not reproducible with pocket manipulation and provocative maneuvers. It was noted that the hv lead impedance test was unable to be completed. The physician elected to turn off ICD therapies, and cap and replace the pace/sense portion of the lead on (B)(6) 2016. The patient was well post-procedure.